Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery for removing afnj implants because of infection and pseudarthrosis. In the revision surgery, the screws and the end cap were removed but the nail could not be removed. The surgery was completed with 120 minutes delay. On (B)(6) 2021, the patient will undergo the removal surgery of the nail again and fixed with ender nail. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity unknown). Unknown end cap (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) unk - screws: locking. This report is 2 of 2 for (B)(4). Related product complaint: (B)(4).